Manufacturer narrative:
The described issue was investigated in detail.. Three problems were described in the complaint text: 1) the operator observed that the imaging system (flc) hangs up sporadically. 2) the table transverse movement did not respond to the joystick action. 3) fluoroscopy was available, but rad/dr exposure was not possible. An error occurred during an ercp procedure so that it was not possible to perform an exposure. The examination was completed with fluoroscopy and with exposure using a mobile generator system. No harm to the patient was communicated. The investigation by the product experts revealed that there was a problem with the positioning detection of the system. The provided log files showed that the system reported several errors, indicating problems with the scu (stand control unit): error 3074: wrong position data - the buc drive reaches positions that do not match the previously calculated values. Error 3080: info channel 1 (error 3070-3079) - depending on the error before or after error 3080, the meaning of the value related to the affected axle in error 3080 will change. Error 3081: info channel 2 (error 3070-3079) - depending on the error before or after error 3081, the meaning of the value related to the affected axle in error 3081 will change. Error 3050: buc task: emergency stop pressed / emergency stop switch pressed. Error 3050 is a follow up error of 3074. All these errors were sent by appid 32. Appid 32 is the luminos drf ¿ scu. The scu is responsible for all system movements. In addition, error 3089 was found in the log files, indicating a problem with the position detection of the basic unit lift. The potentiometer m2.r140 is responsible for this position detection. If the error 3089 occurs it is not possible to release dr rad, dr single, dr series, dsa, ortho, or tomography but fluoroscopy is still possible. This confirms the statement in the complaint text. No error was found in the log files related to the problem with the remote-control console stick for table transversal movement. Furthermore, an flc expert investigated the problem of the sporadic flc hangups. In the provided log files, no discernible event was found regarding a flc hang up. However, a viprox (library used for the dvp interface) error is detectable every time the flc is switched off. It is assumed that the flc hangs because of a defective dvp-board. The digital video processing 3plus board d1 (dvp) is part of the image chain and provides real-time digital video processing operations. It is therefore recommended to replace the dvp-board (material number 7152775) to solve this issue. If the part is not replaced, the flc may continue to hang up. A service engineer was on site to fix the problems. The following parts were replaced: 1) ethernet card labnet2 (material number 10143763), related to the flc hang up problems. In addition, the flc software was reinstalled. No error was found in the provided log files indicating a problem with the ethernet card. This part is connected to the internal ethernet system communication. The ethernet card is not related to the root cause of the problem. 2) joystick module 5 multifunction (material number 10357930), solving the problem related to the table transverse movement. 3) table lift potentiometer m2.r140 (1k 1.5w 10% l.25% 10g - material number 7755531), solving the positioning detection problem (fluoroscopy possible, exposure not possible). Shs internal post market surveillance does not indicate a general problem for the affected parts. Based on the information received from the service organization, the system is currently operating without problems. However, the system is further monitored. Until now, no further issues were communicated. The complaint is closed with this statement.

Manufacturer narrative:
E1: the reporting facility contact phone number is (B)(6). H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: it was requested to not use the system any further for interventional procedures until complete repair. No general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the root cause of the issue is under investigation. A supplemental report will be submitted if additional information becomes available upon the completion of the investigation.

Event description:
Siemens healthcare was informed of an incident with the axiom luminos drf system. During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the system froze. It is currently understood that fluoroscopy was possible, but rad exposures were not. It was furthermore communicated that table transverse movement could not be controlled by the joystick on the remote-control console. It was stated that the system failure increased the risk of surgery. No adverse effects on the patient were communicated. Even though in this case there was no harm to the patient communicated, it is assumed that in worst case scenario, a serious injury might be the outcome due to the interruption of an ercp procedure, should the issue recur. As of the date of this report, siemens healthcare has not been made aware of any serious injury during an ercp procedure caused by a system malfunction.